Event description:
It was reported while using bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, an unspecified number of tubes overfilled. There was no health impact or consequences reported.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes h.3 device eval by manufacturer? Yes d9: returned to manufacturer on: 02-oct-2025 investigation summary bd received 17 samples and one photo for investigation. The photo was evaluated and does not show overfill. The 17 returned samples were visually inspected with no issues being identified. Additionally, 100 retained samples were visually inspected with no issues being identified. Furthermore, functional tests were also conducted on 10 retained tubes, and all tubes were within specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: overfill. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® buffered sodium citrate (9nc) blood collection tubes, an unspecified number of tubes overfilled. There was no health impact or consequences reported.